Manufacturer narrative:
(B)(4). Any additional information provided by the costumer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was unable to verify broken prongs on charging port of palmtop ventilator revel. Upon visual inspection, the service technician did confirm component jp4 of power flex was damaged. Pins 2 and 4 were burned. The service technician replaced power flex.

Event description:
The customer reported palmtop ventilator revel has broken prongs on the charging port.